Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with e52 alarm loop during power up. Unable to perform displacement tests due to e52 alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis a21 alarm complaint. Complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test interface boards confirms e52 alarmed is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Unit had cracked battery tube threads, scratched case, stained keypad overly, stained end cap sticker, stained address/serial number label. Unit had cracked battery tube threads confirmed. E52 alarm is isolated to mother board. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a physical damage (crack or scratch) on the pump not related to the retainer ring. The casing of the pump was cracked. The event involved product(s) pump mmt-712ews. Troubleshooting was not performed and confirmed the damage. No harm requiring medical intervention was reported. Product return was requested for mmt-712ews and customer response was the pump mmt-712ews was returned for analysis.